Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: no root cause could be determined as the complaint could not be confirmed.

Event description:
Patient called to report he had a v-go applied to his abdomen and it reportedly fell off. The patient said this is the second v-go that allegedly fell off prior to the 24hrs. Patient stated he does prep the location with the alcohol swabs and allow the area to dry. Patient stated it is very hot and humid where he lives and is unsure if that may be the cause of the devices falling off.